Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The dial to actuate the wrench mechanism would not advance. More force was applied and the mechanism broke.

Manufacturer narrative:
Examination of the submitted device confirmed the threaded rod component was broken. The root cause is attributed to suspected excessive torque being applied when used during tightening of the femoral stem component. A two-year complaint database search against product code 865189 found zero additional reports of threaded rod component breakage. No corrective action taken as the root cause was attributed to excessive torquing of the instrument. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.